Event description:
It was reported that the insulin pump alarmed, indicating that the insulin pump experienced an unexpected restart. The blood glucose reading 245 mg/dl. The customer stated that there was a missing part from the reservoir compartment, which caused a rubber part to fall from it occasionally. He did not remember the insulin pump being hit against something. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.